Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the device comb area had bent pins but found that the comb was bent. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information, as final report. Investigation is complete. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(6) one time as documented in the repair reports in livelink. The last repair was december 4, 2017 where it was reported that the handle doesn¿t work 50 percent of the time and the roller, comb, roller gear, spring, ratchet gear, and sliding pin were replaced. This is not a related issue. On (B)(6) 2019, it was reported that the device comb area had bent pins. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. Product review of the skin graft mesher on july 12, 2019 revealed that the calibration and sample mesh could not be taken due to the bent comb. The side plates were damage. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on july 12, 2019 which included replacement of the shoulder bolts, bearings, side plates, roller gear, and comb. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Notification number (B)(4) dated 6/25/2019. While the returned product investigation confirmed that the skin graft mesher had a bent comb, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the shoulder bolts, bearings, side plates, roller gear, and comb were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
The event occurred during inspection in the warehouse (surgical kits department of zbc). No additional event information available.